Manufacturer narrative:
Event date: "2-3 weeks ago". Device expiration date: feb 2014. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient expired due to acute stent thrombosis. On an unknown date, an unknown size taxus liberte stent was implanted. On an unknown date, the patient expired due to acute stent thrombosis. No additional information is available at this time.